Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump got a blank display. The blood glucose level was 260 mg/dl. Customer stated that display did not return after the insulin pump restart. Customer stated that the battery compartment was cracked and the reservoir was able to lock into the place. The product will return for the analysis.

Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on electronic assembly. Unit was received with cracked battery tube threads and cracked case along the side of the battery tube.